Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding the falsely depressed discordant patient results obtained for sodium (na), potassium (k) and chloride (cl) on a dimension® exl¿ with lm integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc has reviewed the information provided by the customer. Hsc cannot definitively determine the cause of these discrepant results. Quality control was in range and no similar events were noted with other patient samples indicating that the instrument and the assay were performing acceptably. Repeat of the same sample yielded expected results. Based on the results of the investigation, no product non conformance was identified with the assay or the instrument. The cause of the even is unknown. The customer and system are fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely depressed sodium (na), potassium (k), chloride (cl) results were obtained on a patient sample on a dimension® exl¿ with lm integrated chemistry system. The discordant patient results were reported to physician. The patient was admitted to the facility and treatment for hyponatremia was administered. A new patient sample was drawn and processed. Higher results were obtained. The physician later questioned the results of the original sample which was reprocessed on the same dimension exl with lm system resulting higher. The higher repeat results were considered correct for the patient and were reported to the physician on a corrected report. The patient was discharged to home. There are no known reports of adverse health consequences due to the discordant falsely depressed patient results or due to the admission or treatment.